Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level ranged between 340mg/dl and 462 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.